Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The purpose of this investigation is to evaluate the risk associated with the identified failure mode of a navigation integrity for engineering evaluation did not find a system malfunction. The globus medical representative at this case reported the top to target calculation was incorrect when initially placing a lead. Ultimately, the user adjusted this calculation and accurately placed the lead. There were no reported adverse effects to the patient. The severity is observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.

Event description:
This was a cranial dbs procedure on gmed 4.0. User placed dbs electrode with top to target set at 192mm. The lead was too shallow and based off micro-electrode recordings. The lead was replaced w/ the top to target at the correct depth. No further issues encountered and case was completed as normal.